Manufacturer narrative:
A1: patient identifier: not available due to hospital policy a2: age or date of birth: not available due to hospital policy a3a: sex: not available due to hospital policy a3b: gender: n/a a4: weight: not available due to hospital policy a5: ethnicity: not available due to hospital policy a6: race: not available due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: tech the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician tried to deploy a perclose over the amplatz wire. Physician noticed the perclose was broken, so he re-deployed the amplatz wire and removed the perclose device. Physician then inserted the angio-seal sheath and arteriotomy locator over the amplatz wire. After achieving access, he removed the wire and locator. He then proceeded to advance the device through the sheath when it then got stuck and would not advance through the sheath. Physician tried numerous times to promote the device through the sheath but had no success. They then pulled the sheath and held manual compression. The estimated blood loss was less than 250cc. Additional information was received on 30aug2024: the procedure performed for the patient prior to using the angio-seal device was a left heart catheterization using a 6 fr sheath. A pre-deployment angiogram was performed. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned separated. The carrier tube was returned in the forward lock position, and a kink was identified on both the hemostasis sheath and the carrier tube. No other damage or issues were identified. The complaint was confirmed for a kinked hemostasis sheath and carrier tube. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the device due to off-axis loading during device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects anaylsis (fmea).